Event description:
A malfunction on the pump was reported by the caller, but no notable events occurred prior to the incident. There was no adverse impact on the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support resolved the issue by advising the customer to store the malfunctioning pump and return it using a pre-paid label. The customer was informed that a pump with updated software would be sent as a replacement and was advised on steps to take upon its receipt. The customer understood and acknowledged all instructions provided.